Manufacturer narrative:
(B)(4).

Event description:
A review of cta¿s from 12 years post-implant revealed that an aneurx aortic cuff was approximately 1cm below the renals arteries, and the bifurcate was several cm¿s below the cuff. The cuff and bifurcate proximal diameter¿s were each 30mm. The aortic cuff is acutely angulated to the bifurcate 45degrees, with approximately 1cm of overlap. The proximal neck diameter is approximately 23mm at the level of the renals arteries. The ipsilateral limb was positioned within the right common iliac artery, and the contralateral limb within the left common iliac. Thrombus was seen within the aortic cuff and bifurcate aortic body. The limbs were patent. No endoleak was seen. The maximum diameter aaa measured 6.8cm. The cause of the migration is unknown. Earlier post-implant films were not provided, and the anatomy at implant is unknown. It is possible that the migration was due to disease progression and morphology changes.

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. An additional aneurx was implanted approximately 4.5 years post index, for unknown reasons. Vessel morphology at time of implant is unknown. Current aneurysm diameter is 6.5 cm. It was reported that on an unknown date, a CT scan revealed that the aneurx bifurcate had migrated. No type I endoleak was seen due to the migration. A possible type v endoleak was also noted, but was not confirmed with pressure measurements. Three endurant ii stent grafts were implanted to treat the possible endoleak and resolved the endoleak/migration. The physician does not know the cause of the migration. No additional clinical sequelae were reported and the patient is fine.